Event description:
Follow-up to report dated 01/06/2011.

Event description:
Follow-up to report of 01/07/2011 on pt (B)(6) (#1); 3 additional pts have had mammography imaging show similar results of "innumerable punctate metallic densities...felt to be artifactual and apparently are debris left from the tungsten shield placed at the time of intraoperative radiation therapy" establishing a pattern. No further pts have or will be treated with the flexishield at this facility. It is anticipated that subsequent imaging on 23 additional pts (n=27 total) will have similar results on imaging. No adverse events or untoward effects have been reported to date.

Event description:
Follow-up to report of 01/07/2011 on pt (B)(6) (#1); 3 additional pts have had mammography imaging show similar results of "innumerable punctate metallic densities...felt to be artifactual and apparently are debris left from the tungsten shield placed at the time of intraoperative radiation therapy" establishing a pattern. No further pts have or will be treated with the flexishield at this facility. It is anticipated that subsequent imaging on 23 additional pts (n=27 total) will have similar results on imaging. No adverse events or untoward effects have been reported to date.

Event description:
Follow-up to report of 01/07/2011 on pt (B)(6) (#1); 3 additional pts have had mammography imaging show similar results of "innumerable punctate metallic densities...felt to be artifactual and apparently are debris left from the tungsten shield placed at the time of intraoperative radiation therapy" establishing a pattern. No further pts have or will be treated with the flexishield at this facility. It is anticipated that subsequent imaging on 23 additional pts (n=27 total) will have similar results on imaging. No adverse events or untoward effects have been reported to date.

Event description:
Early stage breast cancer (pt1b). Pt was treated on (B)(6) 2010 with left segmental resection, sentinel lymph node (sln) mapping, sln dissection, and intraoperative radiation therapy followed by left breast reconstruction, right mastoplexy for symmetry and removal and replacement of bilateral implants. Pt's 6 month follow-up mammogram on (B)(6) 2010 findings reported "innumerable, new high density presumed calcifications seen scattered in the left (treated) breast." MRI of the breast on (B)(6) 2010 showed "numerous punctate foci of magnetic susceptibility within the skin, along the implant capsule and within the breast parenchyma are predominately distributed with the postsurgical bed and along the surgical incision sites. These likely are artifact from metallic debris." On (B)(6) 2010, a core biopsy was performed. The (B)(6) 2011, pathology report "confirms the presence of high density, punctate material within several of the core specimens." This report is being filed with FDA due to the findings of the 6 month pt follow-up completed on (B)(6) 2011. The pt has not experienced any adverse events or untoward effects to date.